Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op of the rep orted products. The pre-op diagnosis was mentioned as chin on chest deformity. It was reported that, dual diameter rod snapped during the procedure. The break occurred right at the 3.5-5.5 junction after a very minimal amount of bending. The procedure or technique performed was c2-l3 fusion with upper thoracic pso. The reported rod did not came in contact with patient. The procedure was completed successfully. There were no patient symptoms or complications reported as a result of this event. No additional treatment or surgery performed. No further complications reported.